Event description:
It was reported that this unit had no ECG signal. Note 1: no indication from reporter of patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The original complaint of "fault" was confirmed to be complaint of no ECG signal, impossible to turn unit on. The consequence of no ECG is that the user's ability to determine if defibrillation or external pacing is medically necessary is compromised. The consequence of the unit not turning on is that the essential therapeutic function of defibrillation is inoperable. Investigation determined that the cause of the malfunction was due to a failed main board and preamp board. As part of the repair, the main board and the preamp board were replaced. After repairs and testing the device was returned to the customer. The conclusion of the investigation is that the confirmed problem was caused by a failed main board and preamp board and the repairs made were effective in correcting the malfunction of the device.